Event description:
Administering medication via syringe closed med system, which was y into primary tubing. When flushing medication, primary tubing in alaris pump began to form a large bubble on the tubing directly in pump creating a large bulge in the tubing. Tubing removed from patient and placed in staff lounge on desk.